Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).

Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and mesh was implanted. The patient reported pain, discomfort and a cyst on his right testicle. The patient has been told that he suffers from chronic pain and nerve damage. The patient required undefined medical intervention.